Event description:
It was reported that prior to the patient's generator replacement, impedance was normal. The new generator was interrogated in the box prior to surgery and all was normal. Then when the new generator was connected and placed in the pocket, high impedance (>10,000 ohms) and low output (0ma) was seen. The company representative programmed it to 1ma and reran diagnostics and it was still high. They tried re-inserting the pin and cleaning it at least 3 times and impedance was high each time. He confirmed that he was re-running system diagnostics. He said they were also having connection issues when doing diagnostics. It would load and almost get to the end and then say "generator connection not found". They had to turn off the or lights. He said they did not use a test resistor as they did not have an accessory pack. They inserted the lead back into the old m105 and impedance was normal. The surgeon thought there was an issue with the m106 so he elected to open another new m106. Impedance was fine with the new one and they had no connection issues when doing diagnostics. The unused suspect generator has not been received to date. No further relevant information has been received to date.

Event description:
Additional information was received that product will not be returned as it was discarded.